Event description:
Pt with an ulna fracture was implanted with a plate and screw construct on an unk date. The pt had a plaster cast and no movement was noted. Surgeon noted a non-union and added another plaster cast. A few weeks later, the surgeon removed the plaster cast and noted the plate as broken. The plate broke at the plate/screw hole junction. A revision has not been performed and the plate remains in place. This is the 2nd of 2 reports submitted on this event. Still in place.

Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or catalog number or lot number provided.